Manufacturer narrative:
H3: the pipeline flex shield device was returned stuck inside a phenom 27 catheter. The pipeline flex shield tip coil was in good condition, the distal and proximal dps restraints and dps sleeves were intact, with no signs of damage noted. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation or damage. The braid¿s distal end was not fully open and frayed, while the proximal end was open and frayed. The braid¿s middle section was fully open without damage. No bends or kinks were noted on the pusher wire. No other anomalies were found. The pipeline flex shield device was removed from within the phenom 27 catheter lumen without issues. Based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report was confirmed, as the distal end of the returned pipeline flex shield braid was not fully open and frayed, while the proximal end was open and frayed. However, the cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a damaged braid, or deployment of the braid into the vessel bend. The customer indicated that vessel tortuosity was moderate and that the braid was not positioned in a vessel bend, which rules out those two potential causes. It is possible that the damaged braid contributed to the failure to open. Damage to the braid can occur due to over-manipulation, re-sheathing more than two times, deployment technique, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID fg15160-0615-1s (lot: 229655204); implant date n/a; explant date n/a. Product ID ped2-500-25 (b493187). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured left ophthalmic segment aneurysm with a max diameter of 11x6.2mm and a 5.3 mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The access vessel was the femoral artery, with 6mm diameter. The landing zone was 4.3mm distally and 5.02mm proximally.  It was reported that after positioning the phenom27 microcatheter in the left cerebral artery, an attempt was made to implant a pipeline ped  5x25mm stent. However, the distal segment did not expand properly. Approximately 3-5mm proximally, the distal end remained closed. Several attempts to reposition and release the device were unsuccessful, and the entire system was removed. After repositioning the phenon 27 in the anterior cerebral/middle cerebral artery junction (acme), an attempt was made to implant a second device (5.0x20), observing the same device behavior. Several recapping and repositioning maneuvers were performed in the acme and left internal carotid artery (lica), with further attempts to release the device, which resulted in the device failing to expand. The stent remaining inside the microcatheter was removed. No medical or surgical intervention was needed to prevent permanent impairment of a function, and the event did not lead to or extend patient hospitalization. The pipeline was not positioned in a bend. More than 50% of the pipeline was deployed when it failed to open and was resheathed more than two times.  There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.   Ancillary devices include a ballast 6f sheath

Event description:
Additional information received reported the device was recapped several times, repositioned and attempted to release again, but without success in opening the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.